Event description:
It was reported that after deploying a stent at 12 atm, the pressure would not decrease and the physician was not able to deflate the balloon. Resistance was encountered while trying to withdraw the catheter into the guide; therefore everything was withdrawn as a unit. The physician noted there was contrast present between the stent and guide catheter tip while the unit was still in the vessel, and the c-flex membrane was stretched distally. No pt injury was reported and no other details were given. The instructions for use recommends stent deployment at 6 atmospheres and the device has a rated burst pressure of 8 atmospheres.